Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device failed three times because the balloon would not hold air. There was no reported patient injury or adverse event.